Event description:
The customer reported paddles failed during shift check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.